Manufacturer narrative:
The explanted inlay was discarded by the facility and is not available for evaluation. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Decreased best corrected distance visual acuity is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. The inlay was explanted 3½ months postoperatively because the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/40. The surgeon believes the decrease was related to myopia induced by the inlay. At last examination post explant, bcdva returned to baseline (20/20).